Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose of 600 mg/dl on (B)(6) 2017. Customer stated she was not able to speak correctly due to the high blood glucose. Customer stated her blood glucose was lowered to the 90 mg/dl range, but then it went high again that's when the customer was admitted. Customer was wearing the insulin pump at the time of the hospitalization. Customer's insulin pump was removed when she was admitted. Customer was advised by personal at the hospital she needed her transmitter. Customer declined troubleshooting for the insulin pump. The device is not returning for analysis.